Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the device manufacture dates are unknown. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used a during scope cleaning on (B)(6) 2020. According to the complainant, during scope cleaning, the brush snapped while being removed from the scope. Reportedly, there was no piece of the device left inside the scope. It is unknown how the detached portion was removed from the scope. There was no patient involvement.